Event description:
On 03/19/2001, the user facilities rn informed the distributor's sale representative of the following: the needle was inserted in 2001 in the or after device placement. The pt received continuous infusion of magnesium sulfate, 6 grams with 30 millimol of phosphate in 750cc saline solution. Five days later, the needle was removed due to occlusion. A new needle was inserted and infusion continued with modification to infusate (1000cc vs. 750cc) without incident.